Event description:
Minimed silhouette infusion sets are defective. I have used silhouette infusion sets for twelve years without problem now a glued portion of the infusion set falls apart where the glue fails. I have contacted medtronic and even sent them faulty infusion sets, they deny any knowledge and refuse to do anything about it. I found discussions of this problem online in (B)(6) so I know they are aware of it. Http://diabetessupport.co.UK/boards/showthread.php?t=46695&page=2.